Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa of the patient, and immediately upon deployment it was discovered that the patient had a pericardial effusion. The physician performed a pericardiocentesis after the closure device was released and successfully implanted in the patient. 130ml of fluid was removed from the patient and 50mg of protamine was administered. The patient was sent to the intensive care unit for observation following this treatment. The patient made a full recovery from this event with no further consequences or complications and has been discharged from the hospital.